Manufacturer narrative:
Reference: (B)(4). Investigation: x-inspect returned samples. Analysis and findings : a review of the 2 yr complaint history reveals no similar issues. This unit was manufactured in 2006. The complaint condition was confirmed by service & repair. Upon evaluation of the device it was evident the unit had been heavily used or mishandled. The hose was kinked affecting defrost flow and the tube where the gas flows through to the tip was bent and cracked. The root cause for this complaint condition is being attributed to end user error and wear and tear. Correction and/or corrective action : this unit was scrapped out and the customer purchased a new unit. This complaint will be entered into the coopersurgical continuous improvement plan (cip). Was the complaint confirmed? Yes. *preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Customer stated "defrost not working". Reference repair order: 80551. Ref: (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
Customer stated "defrost not working". Reference repair order: 80551. (B)(4).